Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflated left saline breast implant." Later, healthcare professional reported "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, a delamination total of the valve (adhesive failure). Additional observations: crease fold and wear abrasion observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "deflated left saline breast implant". Later, healthcare professional reported, "hole in valve". Device has been explanted.